Manufacturer narrative:
One portex tube was returned for analysis. The returned sample was visually inspected at 12? To 16? And normal conditions of illumination. No water was found in the retuned sample. The cuff of the returned sample was inflated using a syringe and the product and immerse in the water in order to detect any leakage. Leakage was escaping from out of the small tear in the cuff of the returned sample by customer. A review of the manufacturing process revealed that are no practices that could cause the reported event. Cuff assembly operation was reviewed; no discrepancies were found. Inflation line assembly operation was reviewed; no discrepancies were found. No action is required as there is no information to suggest that the product become damaged during manufacture since product is 100% deflated and inspection. Also per the instructions for use, the device has to be inflated prior to use.

Event description:
Information was received indicating that after intubating the patient with the portex tube blue line in the patient, the cuff got damaged spontaneously. There were no adverse events reported.